Event description:
The customer reported the system displayed a file system error. The fse clarified the error was a file system corruption and the system would not complete the boot up process. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and software upgrade were installed during the service call. The system was tested and found to be working as intended and returned to service.